Event description:
Abscess under abdominal wall. Report received in 2004 from a literature source regarding a crohn's disease pt who underwent an enterectomy and received seprafilm (date unk). Excision and re-anastomosis were conducted due to anastomotic stenosis. Fifteen days after the surgery, the pt was found to have an abscess under the abdominal wall. Pus discharge led to recovery. It was the opinion of the authors that the events were possibly related to seprafilm. No further info was provided. With respect to medwatch section h6 evaluation codes: conclusions: this conclusion code was chosen because no sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.